Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hypoglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's mother reported her son's activated a new pod on (B)(6) 2014 and his blood glucose, carbohydrate intake and insulin history for the following days ((B)(6)) is as follows: (B)(6). She called his healthcare provider who advised her to take him to the emergency room. She also noticed the pod had been beeping randomly since (B)(6). At 4:30 pm he arrived at ER and his bg was reading 78 mg/dl and the pod was deactivated. They monitored his bg levels and gave him water. At 4:45pm his bg is 119 mg/dl. At 5:30 pm he was able to activated a new pod and his bg was reading 218 mg/dl.